Event description:
On 1/29/97, co received a call from another co that one of their monitors had turned off within an alarm. The father reports attaching the infant to the monitor and turning the monitor "on", all functions reported to have been performing properly. The father later returned to the infant's room and noticed the leds on the front panel were very dim. The father turned the monitor "off", and heard no alarm. He then turned the monitor back "on" and heard no self-test tone.